Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor was damaged. The device also failed pre-tests for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check function of soft mode switch (safety system), check for air leak, general condition and check reverse locking mechanism. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device was damaged. The device also failed pre-tests for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check function of soft mode switch (safety system), check for air leak, general condition and check reverse locking mechanism. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.